Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Concomitant medical products: dilatation catheter: 3.0x12 trek nc. Guide wire: balance middleweight (bmw) universal ii. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience prime, xience prime small vessel (sv), and xience prime everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however the reported treatments appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that during the procedure to treat a moderately calcified de novo lesion in the mildly tortuous proximal circumflex (lcx) coronary artery, after advancement of a balance middleweight (bmw) universal ii guide wire via femoral access, the lesion was pre-dilated with a 1.5x12mm mini trek balloon dilatation catheter (bdc), followed by advancement without resistance and deployment of a 3.0x33 rx xience prime drug-eluting stent, without issue, with a maximum deployment pressure of 11 atmospheres. The rx xience prime stent delivery system was withdrawn, without difficulty, and the stent was post-dilated using a 3.0x12mm nc trek balloon. After post-dilatation, a dissection was noted at the proximal edge of the stent. The dissection was treated successfully via deployment of a 3.5x28 xience prime stent, covering the proximal edge dissection and extending up to the ostium. There were no adverse patient sequelae, no occurrence of a clinically significant delay, and no device or other procedural issues noted. No additional information was provided.